Event description:
The device showed values that were not consistent with the clinical and the studies performed. This customer did not inform about the complaint to (B)(6); he reported the complaint to the health authority directly. On (B)(6) 2014, the affiliate provided the following additional information: as we talk, I contacted to the medical affairs team in order to gather further information for this complaint. The medical affairs representative talked with the surgeon specially to understand the ¿health damage¿. The doctor answered: ¿they adopted a therapeutic behavior according the values showed by the device. The device showed values that were wrong and this situation triggers an inadequate treatment for the patient.¿ the damage was not directly caused by the device, it was an indirectly damage caused by the wrong values. The doctor also explained that the she cannot estimate the magnitude of damage, because the patient has a craniocerebral traumatism, and the recovery for the critical condition is very slow. On (B)(6) 2014, the affiliate provided the following additional information: the complaint from (B)(6) (lot cpfc9m) and (B)(6) (lot cpbc5k), the patient affected is the same. On (B)(6) 2014, the affiliate informed that the device did not cause any damage directly. Affiliate explained that indirect damage was caused due to the wrong values. Note that both complaints (B)(4) are related to the same patient but for two different dates ((B)(6)).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor. Severe kink in the catheter material 19.8cm from the connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 1/8/2013. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.